Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p100022/s014. The zisv6-35-125-7.0-120-ptx device of lot c1194066 related to this complaint was returned for evaluation, in the open original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the patient's anatomy was not tortuous or calcified. No resistance was encountered when advancing the wire guide or the delivery system to the target location. No resistance was encountered during deployment. On evaluation of the returned device, it was observed that there was crinkling on the stent retraction sheath, distal to the stability sheath. Kinking and damage was observed at 47cm and 50cm distal from the strain relief. The device was flushed successfully during the lab. An attempt was made to pass a 0.035¿ diameter wire guide through the device, and resistance was encountered at the kinks in the sheath, preventing the wire guide from passing through the device. An attempt was made to deploy the stent, but the thumbwheel could not deploy the stent. The engineers opened the device handle, and the stent retraction wire was found separated from the stent retraction sheath (srs). The customer complaint is confirmed as the stent could not be deployed in the lab. Possible causes for this occurrence could include the use of a non-recommended wire guide. The customer reported advancing the complaint device over a 0.014¿ diameter wire guide. The wire guide would have provided insufficient support during deployment, and could have caused or contributed to the retraction wire separating from the stent retraction sheath, causing the inability to deploy. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root causes for this occurrence cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1194066. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the complaint device was advanced to the stenosed lesion in right sfa by contralateral approach from left groin. After poba was performed to the stenosed lesion in right sfa with a 5 x 100 mm balloon, the complaint zisv6-35-125-7.0-120-ptx was delivered to the target position over a 0.014 inch wire guide. Then, in order to deploy the stent, the physician rotated the thumbwheel of the system. However, the retraction sheath would not be withdrawn and stent could not be deployed. Another zilver ptx device was used instead without problems.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p100022/s014. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The complaint device was advanced to the stenosed lesion in right sfa by contralateral approach from left groin. After poba was performed to the stenosed lesion in right sfa with a 5 x 100 mm balloon, the complaint zisv6-35-125-7.0-120-ptx was delivered to the target position over a 0.014 inch wire guide. Then, in order to deploy the stent, the physician rotated the thumbwheel of the system. However, the retraction sheath would not be withdrawn and stent could not be deployed. Another zilver ptx device was used instead without problems.